Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) recommended follow up and programming options. This device remains in service. No adverse patient effects were reported.